Manufacturer narrative:
It was reported that a perforation resulting in a pericardial effusion occurred when the ablation catheter was inserted across the atrial septum. At this time the catheter was not connected to the piu so no force reading was recorded to guide the transseptal access of the smart touch into the left atrium from the right atrium. No medical intervention was required. No extended hospitalization was required. The patient fully recovered with no residual effects. The ablation catheter was not connected to the piu. No ablation was performed before effusion was discovered. There were no error messages observed on biosense webster equipment during the procedure. Corrections: on (B)(6) 2020, biosense webster inc. Determined the catheter that was in use when the adverse event occurred was not the thermocool® smart touch¿ electrophysiology catheter with lot # 30314365m as previously reported. As such, field d4. Lot should be considered blank. The lot # is unknown. This was also confirmed by bwi field representatives on (B)(6) 2020. It was also reported in section h10 of the 3500a initial MDR that the device has been discarded; however, that was incorrect as we have no definitive update indicating the device has been discarded. The h6. Method code will be updated accordingly based on investigation details. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturer record evaluation (mre) cannot be conducted because the no lot number was provided by the customer for this device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient with a history of atrial fibrillation underwent cardiac ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered cardiac perforation and pericardial effusion requiring no intervention. The ablation catheter was connected to the patient interface unit (piu) with a re-sterilized cable once inserted into the right atrium. There was no temperature reading on the smart ablate generator. The catheter cable was exchanged for a new cr3434ct cable. There was still no temperature reading. The catheter was exchanged for a new smart touch catheter from different lot. The temperature reading was fine with the new catheter. There was no harm to the patient as a result of this incident. It was also reported that a perforation resulting in a pericardial effusion occurred when the ablation catheter was inserted across the atrial septum. At this time the catheter was not connected to the piu so no force reading was recorded to guide the transseptal access of the smart touch into the left atrium from the right atrium. No medical intervention was required. No extended hospitalization was required. The patient fully recovered with no residual effects. The ablation catheter was not connected to the piu. No ablation was performed before effusion was discovered. The irrigation flow was 2ml/min. Transseptal was performed with brk needle (st jude medical). There were no error messages observed on biosense webster equipment during the procedure. It was the physician¿s opinion that the adverse event was a result of the transseptal puncture. There was no report of extended hospitalization. The event is conservatively reported under the ablation catheter.